Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used on an unknown date. During scope cleaning, the brush part came off. There was no patient involvement with this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a0401 captures the reportable event of brush break. Block h10: investigation results: the returned hedgehog double-end brush was analyzed. Visual evaluation found that both small brush heads were missing bristles. No other problems were noted. The reported event was confirmed. Product analysis identified that both small brush heads were missing bristles. It is possible for bristles to become dislodged if the brush is twisted or torqued while inside the scope, opposite the direction in which the bristles are twisted onto the shaft during assembly. Breaking of bristles can also occur if the brush is forced into the scope. According to the instructions for use (IFU) excessive twisting or torquing is not recommended. Based on all available information and analysis of the returned device, the most probable cause is unintended use error caused or contributed to event, indicating that the interaction between the user and device caused or contributed to the event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used on an unknown date. During scope cleaning, the brush part came off. There was no patient involvement with this event.